Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Patient requested to keep it.

Event description:
It was reported that g3 nail broke.

Manufacturer narrative:
The reported event of nail breakage was confirmed. According to available information the gamma3 trochanteric nail had broken after an implantation period of approx. 2 months. From technical point of view the returned nail broke in fatigue manner after an implantation period of roughly 2 months due to intra-operative damage contributed by (B)(6). From medical point of view contributing factors were identified being unrelieved weight bearing and potentially a statically locked lag screw. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated nail breakage was addressed adequately. There were no actions in place related to the reported event for the subject product. No non-conformity was identified. With available information the event was not linked to a deficiency of the device.

Event description:
It was reported that g3 nail broke.